Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. (B)(4).

Event description:
On an unknown date, the patient underwent a surgical abdominal aortic replacement procedure. Later, a pseudoaneurysm was revealed around the proximal end of the existing surgical graft. On (B)(6) 2014, the patient underwent endovascular repair of the pseudoaneurysm using three gore® excluder® aaa endoprosthesis, aortic extender components (most proximal: pla360400j/(B)(4), middle: pla320400j/(B)(4), most distal: pla280300j/(B)(4)). These endoprostheses were deployed just below the left renal artery. Intra-procedure imaging revealed a proximal type I endoleak originating from an area between the most proximal and the middle devices so that additional ballooning was performed. The endoleak still remained and the procedure was concluded with a wait-and-watch approach taken to the endoleak. It was reported that the pseudoaneurysm was a juxta-renal aneurysm so that there was not an adequate neck-sealing length for endoprostheses. A post-procedure follow-up study revealed that aneurysm had enlarged (exact amount of enlargement is unknown) with the persistent proximal type I endoleak. On (B)(6) 2017, a reintervention was performed and another aortic extender component (pla360400j/(B)(4)) was implanted below the superior mesenteric artery. The left renal artery was intentionally covered by this endoprosthesis. Intra-procedure imaging revealed that the endoleak still remained, but the physician elected to monitor the endoleak.